Manufacturer narrative:
Concomitant medical products. Other relevant device(s) are: product ID: bi71000452, serial/lot #: none, ubd: , UDI#:. Product ID: bi71000531, serial/lot #: none, ubd: , UDI#. A medtronic representative went to the site to perform a system checkout. The louvre cover and gantry fans were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 (B)(4) (rep, hcp): medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is making a grinding noise. There was no patient involvement.